Event description:
A jts noninvasive extendible distal femur implant was dispatched on (B)(6) 2014 for the planned operation on (B)(6) 2014. It was reported by the sales representative that the dispatched implant was missing the operation drawing. The sales rep requested a copy of the operation drawing before the surgery and received it in time prior to the procedure taking place. There was no delay in surgery and the patient outcome was excellent.

Manufacturer narrative:
As the sales representative identified the missing document and requested a copy from the design team prior to the surgery. There was no delay to the surgery nor any adverse patient consequences. The investigation is ongoing; a supplemental report will be provided.

Manufacturer narrative:
The operation drawing was provided prior to surgery thus the surgery proceeded with no reported complications. The custom product release process has now been updated to require an independent audit and the release of each custom product against a defined checklist. This audit of each product release is administered by the qa function. The complaint is being closed, and is being tracked and trended.

Event description:
A jts noninvasive extendible distal femur implant was dispatched on (B)(6), 2014 for the planned operation on (B)(6) 2014. It was reported by the sales representative that the dispatched implant was missing the operational drawing. The sales rep requested a copy of the operation drawing before the surgery and received it in time prior to the procedure taking place. There was no delay in surgery. Stanmore reference: (B)(4).